Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod delivered 0 pulses and generated an 0x4e alarm after activation, indicating that the saw trim was out of specification. The pod was in pod state 2 when the alarm was generated, indicating that the pod had been filled and activated, however the pod had not been connected to a controller. This alarm prevented the pod from pairing with a controller, begin priming, and deploying as intended. Rerun of the device did not replicate the 0x4e alarm, and no abnormalities were observed in the rerun data. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The 0x4e alarm was confirmed to be the cause of the reported failure of the needle to deploy. The exact cause of the 0x4e alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.